Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
It was reported that during a shoulder surgery the button at the end of the bracket came loose. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update avoe 25-apr-2024 it was confirmed that the button detached from its support during implantation of the device. It detached before the final deployment phase after passing the clavicle but before passing the coracoid. This prevented the correct positioning of the device and the surgeon was forced to remove the device. The surgeon followed the various stages of insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.